Event description:
The customer reported that upon receipt of this shaver handpiece, some type of debris was observed inside the collet of the handpiece. The user reported that the material was swabbed using a sterile q-tip prior to cleaning or sterilization of the received unit. There was no patient involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation results: conmed linvatec conducted an investigation of several repaired units and found no evidence of debris. The material described by the user as debris was identified as a lubricant used in the collet (non patient contacting area) of the shaver handpiece during repair/manufacture. This lubricant is thixogrease and per testing is non-cytotoxic. Additional information from the user reported that the culture grew propionibacterium. Gram positive rods. This organism is associated with normal human skin and oral flora. There is a species associated with acne. This bacteria is not resistant to sterilization. The handpiece instruction manual provides the user cleaning and sterilization instructions per validated studies.